Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that end of (B)(6) pt got in a vehicle accident. Prior to accident stimulator was covering all painful areas. After vehicle accident simulator was not assisting with patient¿s pain. Per doctor x-ray taken at office showed that lead had migrated out of position. (B)(6) 2022 day of lead revision connection check all green impedance check shows red at electrode seven. The rest green. Dr decided to explant old lead and old extension and place a new lead. Patient requested new battery. Dr. Replaced 97702 with new battery. The explanted devices were discarded. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 377845, lot#: v013089, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2022, product type: lead. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 377845, serial/lot #: (B)(4), ubd: 03-oct-2010, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 21-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.